Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06364. It was reported that the patient was experiencing shocking at the battery site, decreased pain relief and the battery moving. X ray revealed that the drg lead is now wrapped around the ipg in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which one lead was implanted. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's ipg pocket was revised during the procedure on (B)(6) 2022.